Event description:
Physician called to verify patient identity. Caller stated that it was an emergency due to the customer passed out on a scooter. Provided customer name after caller confirmed serial number on the customer insulin pump. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.